Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported. Additional information received which indicates that the helix was not screwing or would not come out after second or third repositions.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.